Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device had extruded through the tube and attached to it externally') and premature delivery ('delivered a preterm, 35.4 week old baby') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain/immense abdominal pain"), menorrhagia ("heavy menses / clots"), menstruation irregular ("irregular menses") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral, salpingectomy, hysteroscopy, dilation curettage, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, premature delivery, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown and the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, pregnancy with contraceptive device and premature delivery to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: intact bilateral tubal ligation devices. Ultrasound scan - on (B)(6) 2011: results: revealed a large gestational age infant. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: event abnormal bleeding added. Event of pregnancy with contraceptive device downgrade to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 10-nov-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and about 1 year later, learned she was pregnant. Plaintiff delivered a preterm, 35.4 week old baby. Recently, on (B)(6) 2016, she underwent a laparoscopic bilateral salpingectomy, hysteroscopy, and dilation and curettage and essure removal. The operative report stated that the right essure device had extruded through the tube and attached to it externally (fallopian tube perforation). Fallopian tube perforation and pregnancy with contraceptive device are anticipated while premature delivery is unanticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Given the plausible temporal relationship and the lack of alternative explanation, a device ineffective was considered and causality with essure cannot be excluded. Considering that a mechanical interference between essure and the developing pregnancy cannot be excluded, a causal relationship between premature delivery and suspect insert can formally not be excluded. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In this case, the exact date and the mechanism of perforation are not known. Considering its nature, a causal relationship between essure and the event cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device had extruded through the tube and attached to it externally') and premature delivery ('delivered a preterm, 35.4 week old baby') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain/immense abdominal pain"), menorrhagia ("heavy menses / clots"), menstruation irregular ("irregular menses") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral, salpingectomy, hysteroscopy, dilation curettage, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, premature delivery, menorrhagia, menstruation irregular and genital haemorrhage outcome was unknown and the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, pregnancy with contraceptive device and premature delivery to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: intact bilateral tubal ligation devices. Ultrasound scan - on (B)(6) 2011: results: revealed a large gestational age infant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure device had extruded through the tube and attached to it externally'), genital haemorrhage ('abnormal bleeding') and premature delivery ('delivered a preterm, 35.4 week old baby') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, menorrhagia, paratubal cyst, dysfunctional uterine bleeding and uterine dilation and curettage. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain/immense abdominal pain"), heavy menstrual bleeding ("heavy menses / clots") and menstruation irregular ("irregular menses"). The patient was treated with surgery (ablation and laparoscopic bilateral, salpingectomy, hysteroscopy, dilation curettage, essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, premature delivery, pregnancy with contraceptive device, heavy menstrual bleeding and menstruation irregular outcome was unknown and the abdominal pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, fallopian tube perforation, genital haemorrhage, heavy menstrual bleeding, menstruation irregular, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: essure device was then easily placed in both areas,with 2 curling coils on each side without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: intact bilateral tubal ligation devices. Ultrasound scan - on (B)(6) 2011: results: revealed a large gestational age infant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2021: mr received: reporter, medical history and rcc added. Event genital haemorrhage updated as serious incident, ablation added as treatment. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 26-sep-2016 which describes a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent sterilization. Consumer´s post-procedure period has been marked by severe and constant abdominal pain. She never experienced such immense abdominal pain prior to undergoing the essure procedure. On (B)(6) 2009, hsg was done and showed intact bilateral tubal ligation devices. In 2010 she found out she was pregnant. On (B)(6) 2011 an us was done and revealed a large gestational age infant. On (B)(6) 2011, she delivered a (B)(6) baby. It was reported that she also had irregular heavy menses and clots. She also required contraception in addition to essure. On (B)(6) 2016, she underwent a laparoscopic bilateral salpingectomy, hysteroscopy, and dilation and curettage and essure removal. The operative report stated that the right essure device had extruded through the tube and attached to it externally. She continued to suffer from pain as a result of the surgery. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and about 1 year later, learned she was pregnant. Plaintiff delivered a (B)(6) baby. Recently, on (B)(6) 2016, she underwent a laparoscopic bilateral salpingectomy, hysteroscopy, and dilation and curettage and essure removal. The operative report stated that the right essure device had extruded through the tube and attached to it externally (fallopian tube perforation). Fallopian tube perforation and pregnancy with contraceptive device are anticipated while premature delivery is unanticipated in the reference safety information for essure. Pregnancies have been reported in women with essure micro-inserts in place. Given the plausible temporal relationship and the lack of alternative explanation, a device ineffective was considered and causality with essure cannot be excluded. Considering that a mechanical interference between essure and the developing pregnancy cannot be excluded, a causal relationship between premature delivery and suspect insert can formally not be excluded. Fallopian tube perforation may occur with any trans-cervical intrauterine procedure, including essure insertion. In this case, the exact date and the mechanism of perforation are not known. Considering its nature, a causal relationship between essure and the event cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. Further information will be obtained through the litigation process.